Event description:
The pump was returned for investigation. Investigation revealed that the force sensor was not detecting correct force. There was contamination found on the forces sensor shim. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
(B)(4): the rewind, load and prime steps were performed successfully with no alarms. A cartridge with 100 unites was correctly loaded into the pump. A force sensor calibration test revealed the sensor is not detecting correct force. The resistance on the force sensor was measured and found to be out of specifications. The pump was opened and contamination was found on the force sensor shim. No burr was observed on the piston rod.